Event description:
It was reported patient underwent a total knee arthroplasty approximately two and a half months ago. Subsequently, patient was revised on an unknown date due to an infection. The knee was removed and spacer molds were implanted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.